Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 300cc, catalog number 3503001bc, serial number (B)(4), lot number 56293217. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent revision augmentation procedure with gel mentor memorygel breast implant 300cc on (B)(6) 2006 experienced left side device rupture that was observed on (B)(6) 2018 during surgery to remove and replace implants for unknown reason. The patient underwent bilateral removal and replacement with gel mentor memorygel breast implant 300cc , catalog number 3503004bc, serial number (B)(4), lot number 7570144 on the left breast implant and with gel mentor memorygel breast implant 300cc, catalog number 3503004bc, serial number (B)(4), lot number 7517210 on the right breast implant on (B)(6) 2018. The customer reported that the patient had severe bleeding on the left side. No additional case details were provided. The customer requested that no further contact be initiated for follow up attempts. Therefore, no additional information is available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable.

Manufacturer narrative:
On 09/20/2018, it was reported to mentor that the device history record (DHR) of lot number 5629317 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately less than 0.1 cm within crease and an area of shell abrasion, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5629317 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).